Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: during investigation, the pump powered on with a blank display. The audible was functional and vibration was not functional. There was evidence of moisture behind the display lens. A leak test failed due to a display lens leak. The pump was opened and there was evidence of moisture throughout the pump internally. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was noted that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.